Event description:
Olympus was informed that the customer evis lucera gastrointestinal videoscope was returned to the repair center for a reported ¿button# 1 does not work, i.e., suction valve and air/water do not function¿ which was found during reprocessing. Upon inspecting and testing, the service technician found foreign material was blocking and protruding from the air/water nozzle at the distal end of the scope. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation found foreign material was blocking and protruding from the air/water nozzle at the distal end of the scope. The customer¿s reported issue was confirmed as the button operation is nonfunctional. Additionally, the light cover glass at the distal end is stained and the adhesive is worn. The optical cover glass is stained and the adhesive is worn. The distal end adhesive is uneven. The air / water flow failed/below specification due to blockage. The instrument was last received by olympus service in october 2021, for a reported ¿leaking at the tip¿. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material in the endoscope was likely from brushing the air/water valve and the brush may have been broken which caused the bristle to enter the air/water channel and clog in nozzle. Investigation results confirmed the material was not originated from the olympus device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. The following information is stated in the instructions for use which may have prevented the event: cleaning, disinfection, and sterilization procedures: inspection of the channel cleaning brush (bw-20t, except sif-q260) (bw-9y, for sif-q260 only). Confirm that the brush head and the metal tip of the distal end are securely in place. Check the brush head for loose or missing bristles. Inspection of the channel-opening cleaning brush (mh-507). Check the brush head for loose or missing bristles. Olympus will continue to monitor field performance for this device.